Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The pod was removed, the cannula was noted to be bent and the insertion site was painful. A manual insulin injection using a pen was administered to treat the hyperglycemia.

Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined.